Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and there was no data. A bin file review was performed and loss of connection was found. The allegation was confirmed. The root cause could not be determined.